Event description:
The patient is reportedly experiencing sound quality issues. Programming adjustments were made, however, the issue was not resolved. Testing showed that the device is functioning. Revision surgery is scheduled.